Event description:
During a knee arthroscopy, a malfunction of the equipment and product resulted in the infusion of the incorrect amount of fluid into the knee and surrounding tissue. Upon disconnection of the tubing, fluid projected from the tubing as if under high pressure. No pressure alerts were noted from the pump console while in use. Manufacturer response for arthroscopy pump console with tubing set: we have been in contact with representatives of arthrex and there will be an inspection and/or repair done.